Event description:
On (B)(6) 2013, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. During the procedure, the trunk-ipsilateral leg component (rlt311413/11128356) and contralateral leg component (pxc121000/11086232) were deployed as planned. The physician then attempted to extend the graft system on the ipsilateral (right) side with an iliac extender component. It was reported the pt's iliac arteries measured approximately 10 mm in diameter, with no notable anatomic issues (tortuosity, calcification, etc). The physician felt resistance while advancing the iliac extender through the pt's right iliac artery. It was later reported that the sheath was not advanced up to the level of the distal end of the ipsilateral limb. The physician reportedly continued to advance the iliac extender with greater force. Angiographic imaging revealed the ipsilateral limb had been pushed into the aorta, and the graft system had been moved proximally by approximately 1 cm. The iliac extender was withdrawn, and an attempt was made to advance and inflate two balloons at the level of the flow divider to pull the graft system distally to it's intended position. The first balloon was advanced successfully up the left side. However, it was reported that, because the ipsilateral limb was "accordioned" back toward the aorta, a tortuous environment was created, making advancement of the second balloon catheter difficult. The second balloon catheter was advanced up the right side in spite of resistance, which caused the graft system to move an additional 3 cm proximally, covering the renal arteries. Additionally, the contralateral limb had become disconnected from the graft. Wire access was maintained, and the physician was able to advance the second balloon up to the level of the flow divider. The physician inflated the two balloons, and successfully pulled the graft system back down to a satisfactory position. The renal arteries were patent, and the contralateral gate was aligned with the contralateral limb. The physician was then able to extend the ipsilateral side with an iliac extender component (pxl161207/10724526), and re-line the contralateral side with an additional contralateral limb (pxc121200/10843874). A final angiographic run revealed the aneurysm was successfully excluded without evidence of endoleak. The procedure concluded without any further complications, and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.